Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered to address the bg level. The customer thought the high bg was possibly due to not correctly completing the loading process. Tandem customer technical support performed a system check and no device issues were identified. Although requested, the customer did not reply to follow-up attempts to confirm that the bg had returned to target level.